Event description:
It is reported that post operative x-rays showed that the glenosphere was not fully seated. The surgeon decided to bring the patient back to the operating room. It was discovered that there was some soft tissue inferiorly that may have impinged, preventing the glenosphere from seating. The same glenosphere was then impacted into place.

Manufacturer narrative:
This report will be amended when our investigation is complete.